Event description:
Information received indicates the left intermediate siderail will not stay up.

Manufacturer narrative:
The technician cleaned the center arm assembly of the siderail to repair the bed.